Manufacturer narrative:
The customer reported that the bedside monitor will randomly shut off when in use. Nurse was not able to provide any detail on how long the device runs before it shuts off. Customer would like to send the device in for evaluation and repair. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor will randomly shut off when in use. Nurse was not able to provide any detail on how long the device runs before it shuts off. Customer would like to send the device in for evaluation and repair.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on (B)(6) 2018 that their mu-671ra (sn: (B)(6) would randomly shut off during normal use. Service requested: repair. Service performed: repair. Multiple attempts were made to contact customer (at least three). The customer never responded. Investigation result(s): the root cause of the issue was unable to be identified due to being unable to obtain the device for evaluation/investigation and unresponsive customer. At least three attempts were made to reach out to the customer to either obtain the unit or acquire further investigational information. The customer remained unresponsive. The device serial number history shows that there have been no further/previously reported issues nor servicing for this device shutting down intermittently. A service notification was generated on 10/19/2018 (300145231) for the device's software to be upgraded, indicating that the device may still be in use and that the issue was resolved internally at the customer's facility. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, or other suspected defects (see attached). Trending analysis found no similarly reported issues regarding mu-671ra and device intermittently shutting down. This indicates that the issue was isolated to this facility. There is no suspected adverse trend nor indication of design deficiency. Investigation by qe has been completed. Corrected information: g4. Date received by manufacturer: should be 07/11/2018 not 08/09/2018 as listed on MDR initial report. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the bedside monitor will randomly shut off when in use. Nurse was not able to provide any detail on how long the device runs before it shuts off. Customer would like to send the device in for evaluation and repair.